Event description:
It was reported that a patient passed away. The patient's neurologist reported that the patient's death was not believed to be related to vns as the physician believed the patient had a heart condition. The physician did not know of the patient's cause of death as he recently learned of the patient's death. The patient was last seen 3 months prior to his death and was not having any problems with the vns device when he was last in the physician's office. No settings or diagnostics were available from the last time the patient was seen. The patient's death certificate did not indicate a cause of death, but indicated that the patient died at his place of residence. An autopsy was performed, but results of the autopsy have not been received to date. The patient's death is classified as probable sudep. No additional relevant information has been provided to date.